Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon the patient's presentation to the emergency room for heart failure this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements; a lead fracture was suspected. Further review of data stored to the patient's device noted a steady increase in impedance measurements over the prior 2 years in addition to large r-wave amplitude and elevated pacing thresholds. A revision procedure was subsequently performed wherein the device was explanted and rv lead surgically abandoned; a new system was then implanted. No additional adverse patient effects were reported. This system is no longer in service.